Event description:
It was reported that this brady lead was not successfully implanted due to unable to seat the lead after numerous attempts resulting in poor sensing and inability to capture at maximum output likely due to spongy heart. Also, lead dislodgement was noted every attempt. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.